Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the biomedical engineer (be) received an external pulse generator (epg) with a self-test error message. Of note, the be indicated that there was no battery in the epg when received. The be inserted a battery and the epg powered up "fine." Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. The be could not duplicate the error. The epg's functionality was tested and it was put back into service. No patient complications were reported as a result of this event.